Event description:
The customer reported the display screen of the autopulse platform sn (B)(6) is fuzzy and slow to respond. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the display screen of the autopulse platform (sn (B)(6) is fuzzy and slow to respond" was confirmed during functional testing. The issue occurred because the platform was unable to fully boot. The root cause for the reported complaint was a failed processor board, likely attributed to the age of the device. The autopulse platform was manufactured in 2008 and is 15 years old, past the expected service life of 5 years. During visual inspection, cracks in the top cover, front and bottom enclosure, battery compartment, and a bent battery lock were observed, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of user mishandling. The top cover, front and bottom enclosure, battery compartment, and battery lock will be replaced to address the issue. The data archive could not be retrieved due to the damaged processor (burned components at r185 and c124). The autopulse platform failed functional testing due to the device not fully booting up; thus, confirming the reported complaint. The processor pca assembly will be replaced to remedy the problem. Unrelated to the reported complaint, power distribution board (pdb) is not up to date and will need to be replaced. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints for autopulse platform with sn (B)(6).